Manufacturer narrative:
This report is submitted on may 12, 2020.

Event description:
Per the clinic, the patient reported pain radiating from the implant to the top of her head as well as sores and inflammation behind her ear. There was a revision surgery (date unknown) to adjust the position of the ground electrode.

Manufacturer narrative:
This report is submitted (B)(6) 2020.

Event description:
It was reported that the patient experienced infection at implant site which was unsuccessfully treated with oral and topical medication (type not reported). Subsequently the device was explanted on (B)(6) 2020. The patient was not re-implanted with a new device.